Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead; 419378 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that during the device changeout, the defibrillation coil of the right ventricular (rv) lead exhibited high impedance while the pocket was still open. It was questioned whether this could be due to a dry pocket and/ or exposure of part of the device while in pocket. Several minutes later, while the device was in the pocket for additional time, impedance was re-measured and all measurements were within normal limits. The pocket was halfway closed and again, all measurements were within normal limits with no variation. Physician had given all leads a "tug test" prior to placing device in the pocket. Once all settings were programmed and a manual test was performed, the impedances were out of range again and variable. Pocket manipulation resulted in further variability with coil impedances and noise. When the superior vena cava (svc) was turned off, the defibrillation coil remained out of range. The pocket was reopened. It was noted that the pin of the defibrillation coil was visualized as not past the setscrew. The lead was disconnected from the device header and was reseated. The lead remains in use. No patient complications have been reported as a result of this event.